Manufacturer narrative:
The reported event was duplicated during the device evaluation. Upon visual inspection, the blade mount was found to have corrosion. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing at the user facility the micro oscillating saw was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.